Manufacturer narrative:
During the investigation, the customer-reported issue was confirmed during visual inspection of the driver's external components. Despite the displaced spring, the drivelines were able to be connected to a tah-t during investigational testing and the driver passed all test sections of functional testing. Clinicians and patients are trained to thread a wire tie beneath the thumb release tab of the cpc connectors to prevent accidental disconnection of the cannulae from the drivelines. Although a definitive root cause for the displaced spring could not be determined, it is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch or during driver training. Syncardia has an open corrective and preventive action (CAPA) to address this issue with cpc connectors. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5200 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The cpc (colder products company) connector is a component that provides the interface between the driver drivelines and the tah-t cannula. The customer, a syncardia certified hospital, reported that patient's right driveline became detached due to a displaced cpc connector spring. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.